Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5030134/5037199, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the ipg was uncomfortable for the patient. The patient underwent an explant procedure.